Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis in good condition with a scratched screen. The device was started in application problems were found with the device double beeping with a cassette attached. It's recommended to replace the downstream sensor to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump has alarmed twice with the cassette attached. There was no patient involvement.